Manufacturer narrative:
Further investigation is pending the device return.

Event description:
It was reported that a surgeon had to revise an m6 prosthesis. It is alleged the device has to be destroyed to get it out of the patient but it already appeared being not intact in-situ (shifted end plates/ damaged core skin).

Manufacturer narrative:
Based on the inspection of the retrieved m6-c, in the absence of additional clinical data, the device was removed due to osteolysis. In vivo damage was noted to the core and to the fiber construct; however, extraction damage was also present, indicating that the device was likely grossly intact at the time of removal and had not collapsed at the time of removal. However, the observed in vivo fiber damage likely contributed to the reported osteolysis. Due to the extent of the extraction damage and lack of additional clinical information, the sequelae of events that contributed to the removal of this device is unclear. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 39 line 12.60. - device damaged/broken leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted. Rmf 0003 rev 39 line 12.73.4. - resorption or osteolysis, without infection/infected. Abscess/infected cyst, leading to surgical intervention with explantation.

Event description:
It was reported that a surgeon had to revise an m6 prosthesis. It is alleged the device has to be destroyed to get it out of the patient but it already appeared being not intact in-situ (shifted end plates/ damaged core skin).